Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to baclofen drug. The indication for use was intractable spasticity. On (B)(6) 2016 the patient reported that thought their pump was replaced about a year ago but the patient had been experiencing problems and terrible issues. For the past couple of years the patient had not been able to move, walk, sit in a chair, dress themselves, or drive. The patient's spasticity had been really bad and they had been deteriorating and were "shot down" the last couple of years. The consumer reported that recently it gotten worse. It was reported that some days are worse than others and, most of the time, in the middle of the night the patient cannot move at all when trying to get up. This began sometime this year but is occurring all the time now. The patient believed that they have been getting some baclofen but maybe they are becoming unresponsive to the drug. The patient speculated that with their dose there may be a "pinch" and then they gets more drug if the pinch recovers, but the patient is not certain of that. The patient also complained of hot flashes and sweating that began 2 months ago. In (B)(6) 2016 the patient was treated for a suspected urinary tract information but it did not get better so they are not sure that is what the problem was. It was also reported that there had been "methods of different therapy, dye studies/diagnostics" but the symptoms "are not manageable with meds or anything." On (B)(6) 2016 the patient reported additional information regarding their lack of effect. The healthcare professional (hcp) changed the concentration and had done 10% increases three times but there are no changes at all in their spasticity. The patient reported being so tight that everything hurts. It was noted that "it isn't positional" and states their issues were originally from the belly button down and did not affect their hands and arms but now things had changed and now it does. The patient had been sweating and feeling awful with the spasticity. It takes much more effort for the patient to do anything; the patient is mostly in a wheelchair now. The patient had wondered what the scarring "along the wall" would do to the medication. It was noted that the patient was not referring to a granuloma and did not thing there was a catheter issue. Patient stated that in (B)(6) 2016 or 3 weeks prior to this report date, found out that an old piece of catheter was left in and they found on film many nerves fibers are growing around and think the baclofen is not being absorbed through the spinal column anymore. She went to a health care facility and they did not want to do anything with it. Additional information was received from the patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. The patient stated that she needed a print out of her implant information and to speak with someone knowledgeable about the catheter and protocols. Patient stated that she started to have a terrible situation and going down hill in 2016 (within the last year), the baclofen was not working any longer. Patient was recently hospitalized in (B)(6) 2016 and it was found that an old catheter was left in, the spinal nerves had clumped around this old catheter and now her spinal nerves would not absorb the medication like it used to. The patient could not recall which health care professional left the catheter in, that's why she needed the implant information. Her health care professional did not know how to fix it the patient was to followup with the health care professional to discuss options.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.